Manufacturer narrative:
The following sections of this report have been updated: b1: adverse event and h1: type of event, serious injury.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the 26mm ultra delivery system balloon burst during the deployment of the 26mm sapien 3 ultra valve deployment. Despite this, the valve was well implanted with good result. However, the balloon would not enter the axela sheath and therefore the devices had to be removed surgically. The patient was doing well post procedure. No bav was performed prior to valve deployment. As per medical opinion, the balloon burst is most likely due to calcification.

Manufacturer narrative:
Section h10: the recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. No relevant photographs, videos, or imagery were available. A device history records (DHR) review and lot history review was not able to be performed because the lot number information was not provided. The delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. Ultra delivery system IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. No IFU/training deficiencies have been identified. The complaints for the balloon burst and withdrawal difficulty were unable to be confirmed as the device was not returned and no photographs were provided. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported events. However, a review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Severe calcification was present in the patient¿s native valve, which can present a challenge for balloon inflation. Calcified nodules can compromise the structure of the balloon wall, even at low inflation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Following a balloon burst event, this creates a situation were retrieval of the delivery system and balloon into the sheath is much more difficult, as the balloon material can get caught on the sheath tip. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon.  While a definitive root cause was unable to be determined, available information suggests that patient factors (calcification) and procedural factors (removal of burst balloon) may have contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No labeling/IFU inadequacies were identified. A product risk assessment and a CAPA were previously initiated per management discretion to investigate the balloon burst and retrieval issues and its associated risks.

Manufacturer narrative:
Correction to h9 fca number.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.